Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 478mg/dl. The mother stated that the customer had cold and was vomiting. The caller stated that the customer's blood glucose was treated with manual injections and take off of the insulin pump. Troubleshooting could not be performed as customer was asleep. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.